Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of returned lead found a kink on the outer tubing, of lead tail 1-8, where all internal wire were broken. The fractures are consistent with the high impedance reported and the device not being able to enter MRI mode.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy and was unable to enter MRI mode due to high impedances on their lead. Surgical intervention was undertaken and the system was explanted.